Event description:
During a posterior ophthalmic procedure, the intraocular pressure mode of this unit would not function. Ocular pressure had to be maintained manually. The pt did not suffer any adverse effects as a result.